Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The most recent information was received on 20-mar-2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), menorrhagia ("periods with huge clots, soaking 3 pads an hour/periods that lasted a week and a half/menorrhagia"), polymenorrhoea ("periods twice a month"), dyspareunia ("cannot have sexual intercourse with my husband because of the pain") and somnolence ("would fall asleep anywhere across the floor"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abnormal loss of weight ("went in the hospital weighing (B)(6) one night and came out weighting (B)(6)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), libido decreased ("diminished libido") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. In 2015, the feeling abnormal, fatigue, menorrhagia, polymenorrhoea, dyspareunia and somnolence had resolved. At the time of the report, the abdominal pain lower had resolved and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, libido decreased and back pain outcome was unknown. The reporter commented: legal claim was stating that on or about (B)(6) 2012, the plaintiff underwent the essure procedure. Following the procedure, she began suffering from dysmenorrhea, menorrhagia, abnormal bleeding, severe cramping, chronic pelvic pain, abdominal pain, dyspareunia, diminished libido, back pain, brain fog, and fatigue. On or about (B)(6) 2015, she underwent a hysterectomy at a hospital to remove the essure devices. Most recent follow-up information incorporated above includes: on 20-mar-2017: legal claim received: new events added. Insertion date updated and removal date (hysterectomy) completed. Company causality comment: this case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including constant cramps/ severe cramping and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Abdominal pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required via surgical intervention. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. A legal complaint was received upon follow-up, thus further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1260, awareness date 05-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported that in 2013 she started to experience brain fog, fatigue, periods that lasted a week and a half, twice a month with huge clots, soaking 3 pads an hour, sexual intercourse was painful, she had constant cramps and would fall asleep anywhere. In (B)(6)-2015 she had a hysterectomy performed and all of her sympstoms resolved. She went in the hospital weighing (B)(6), stayed in the hospital one night and came out weighing (B)(6). Product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant cramps and other non-serious events. A hysterectomy was performed and all of her sympstoms resolved. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer started experiencing this event about 2 years after essure insertion. Considering the nature of the event and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.